Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision of vaginal mesh on (B)(6) 2013 due to sui & exposed vaginal mesh.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/10/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with suprapubic tube placement; due to sui. It was reported that following insertion the patient experienced infection, vaginal discharge, urinary problems, bleeding and neuromuscular problems. (B)(4).